Event description:
A patient was in the or for a right total hip replacement. A 0-vicryl needle has broken in half by the surgeon. Broken pieces were retrieved by the surgeon and compared with unbroken needle. The complete needle was accounted for. An x-ray was taken and read by radiology per policy. No evidence of needle seen.